Event description:
It was reported that the catheter felt thin and flimsy. Once the catheter was placed the tip flipped upward. The catheter was removed and a new device was opened. The second catheter flipped upward as well. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged flimsy catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper procedure, damaged during handling, and flexural fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Manufacturing date: 04/2018).

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter felt thin and flimsy. Once the catheter was placed the tip flipped upward. The catheter was removed and a new device was opened. The second catheter flipped upward as well. There was no reported patient injury.